Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, the magnet of a syn trial neck sz 8-13 appears to be peeling away. As this was noticed in a no-surgical environment, there was not any patient involved.

Manufacturer narrative:
H10: further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 1020279-2022-00912. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.